Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a patient was being treated with open reduction internal fixation of a pelvic fracture on (B)(6) 2013, after setting the plate, the surgeon was drilling a pilot hole for a screw and the tip of the drill bit (approximately 20mm) broke off in the bone. . In addition, the blood loss due to a blood vessel damage (has no connection to the drilling) during the operation was increased. So the surgeon made a decision not to remove the broken tip remaining in the bone and finished the surgery. To drill keeping away from the blood damage part, the direction of the drill was not appropriate and overloading may have occurred on the drill tip. The doctor has no intention to remove the remaining broken tip in the right ilium at this time. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.